Manufacturer narrative:
The acist kodama intravascular ultrasound catheter was requested to be sent to acist for investigation, but has not been received at this time. A review of the kodama catheter device history record (DHR) for this kodama catheter, lot 0088310, indicates there were zero non-conformances associated with the lot. The DHR review revealed no deviation of the device specifications or product process specifications. All acceptance records demonstrate the device was manufactured in accordance with the device master record. The user facility has not returned the suspect kodama catheter to acist. Acist is unsure whether the kodama catheter will return for investigation. If the catheter is returned, a follow-up report will be submitted. The cause of this event is unknown.

Event description:
The user facility reported that during a procedure utilizing the acist hdi high-definition intravascular ultrasound (ivus) system and acist kodama intravascular ultrasound catheter in a highly calcified left main artery, the tip of the kodama was detached inside the patient. There was no report of patient injury with this event. The physician used a snare in attempt to retrieve the tip, but was unsuccessful. The tip was successfully tacked to the vessel wall with a stent. The physician reported that three balloons had ruptured in the calcified, tortuous left main prior to ivus.